Manufacturer narrative:
(B)(4). Sample availability is unknown. If a sample becomes available a follow up MDR will be submitted.

Event description:
A customer contacted global technical services (gts) regarding a check supply line alarm that appeared on the homechoice (hc) unit during fill 4 of 4. The fill volume was 1295ml. The heater bag is empty and the last fill has solution. Gts assisted the home patient (hp) with ending therapy. The hp will follow up with a manual exchange. Gts advised to let the nurse know that he ran short of solution. The writer contacted the hp on (B)(6) 2010 and he stated that the last bag of the 7.5 solution was not draining into the heater bag and so he accidentally pulled the spike out of the heater bag. He then ended therapy and stated that he hasn't had any problems with the hc or with therapy. Everything is going well and there was no injury or medical intervention reported.